Manufacturer narrative:
Additional information received that there was no patient involvement during this event.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged and had a missing nub and cracked housing. The pump event log had no related findings. Functional testing included use testing. Further inspection revealed the nub on the downstream occlusion sensor was missing and this likely caused the double beep alarm with a cassette attached. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the missing nub.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.